Manufacturer narrative:
Medtronic received additional information from the physician that there were no issues with the ring. It was explanted due to residual moderate mitral regurgitation and replaced with a bioprosthetic valve (manufacturer not specified). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 32mm mitral annuloplasty ring, it was explanted. The reason for the replacement was not reported. No additional adverse patient effects were reported.